Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2019-09509. Related manufacturer report 1627487-2019-09510. Related manufacturer report 1627487-2019-09511. It was reported that infection was observed at the lead incision site. The device system was explanted as a result. Patient was stable.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2019-09509; related manufacturer report 1627487-2019-09510; related manufacturer report 1627487-2019-09511.